Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted at implant. High out of range shock impedance measurements were observed. Another device was implanted and high out of range shock impedance measurements were again observed. It was determined that the high out of range measurements were due to device programming. No adverse patient effects were reported.